Event description:
During a subtotal occlusion of the rca (right coronary artery) intervention. It was decided to perform atherectomy intervention. The csi viperwire adv flex was inserted into the distal rca/rpl (right posterolateral artery). During the atherectomy intervention the tip of the wire appeared to have broke off at the tip. It was decided that the wire was retained in the diffusely diseased rpl without consequence.